Event description:
Customer reported a blood glucose result of 61 mg/dl on the compact plus system, self-treated symptoms by drinking juice. She reported she then had blood glucose results of 150 mg/dl and 83 mg/dl on the same system within 10 mins of the 61 mg/dl. Customer reported no additional symptoms, did not treat or act further on results. No adverse event reported. Strips not available for return, replacement system sent.